Event description:
Caller tested several times between 8:19 pm and 10:09 pm on the coaguchek xs system: 3.7 inr, 4.3 inr, 3.1 inr, 5.0 inr, 3.2 inr, 4.3 inr, 3.9 inr, 4.3 inr, 3.4 inr. No treatment provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because strong vertical abrasions are visible on the gold side of the test strips that were returned.